Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage (hv) cable was evaluated and replaced. The system software and calibration were evaluated and reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.